Event description:
It was reported that testing measurements have deteriorated slightly in the past four years. He wears his speech processor just at school. His language is reasonably clear, but extremely limited.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.